Event description:
It was reported that the patient was concerned about his implantable pulse generator (ipg) rate response during exercise. While the patient was running, his heart rate increased while going downhill unless he began to walk. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).